Event description:
It was reported to boston scientific corp on august 04, 2008, that a resolution clip was used during a procedure performed in 2008. The resolution clip did not open, and detached from the catheter into the patient. The physician did not attempt to retrieve the clip.

Manufacturer narrative:
The suspect device has been received for evaluation. However, the analysis is not complete; therefore, the cause of the reported malfunction is undetermined.